Manufacturer narrative:
.

Event description:
The pt reported dissatisfaction due to a "cracked cannula/cracked tip" and that "medication was being dumped into nowhere." The pump started to alarm intermittently in the middle of april. The last refill was around 4/2007. The drugs used in the pump are baclofen and morphine (dose and concentration unk). The pt reports going through withdrawal during the first week of may. No specific symptoms were reported. The pt indicated he couldn't have replacement surgery at this time due to another surgery. Add'l info has been requested from the hcp but was not available on the date of this report.